Manufacturer narrative:
H3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 g2) foreign country: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used pre-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the navigation system clinical demonstration device camera did not start when the patient was entering the room. (There were no problems when it was checked in advance six days prior.) Suddenly the site tried to use another navigation system owned by the hospital as a substitute, but the same phenomenon occurred and it became unusable. In the end, the operation was suddenly discontinued, even though the skin had already been incised. Patient impact unavailable. The surgery was postponed. There was a 2 hour surgical delay. No further information available.

Manufacturer narrative:
Concomitant product ID: (B)(4) , lot #: unknown, UDI: unknown, ubd: unknown h2-3) a manufacturer representative (rep) went to the site to test the navigation system. It was reported that the camera was replaced. The system servicing was previously reported in regulatory report # 1723170-2024-03512. Codes b01, c08, and d02 are applicable. H2) please see section d3-4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.